Event description:
The customer reported finding fluid from an unknown source inside a coulter lh 780 hematology analyzer. The leak was contained within the instrument. The instrument operator was wearing proper personal protective equipment at the time of the leak; the exact details of personal protective equipment are not known. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found loose sample line tubing at the blood sampling valve, which caused the leak during the backwash cycle. The tubing was replaced to resolve the leak. (B)(4).